Event description:
It was reported that a pump's keypad was not functioning properly. The letter "g" on the keypad was always present. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref #(B)(4). The device was received and evaluated by baxter. The keypad output anomalies were confirmed. The following keys were found inoperable: (.), #2, #3, #4, #5, #6, #7, #8, and #9. It was found that when navigating through the care area/drug selection, and attempting to input desired parameters an automatic output of the #3 key occurred following the selected keys function. For example, numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed. This malfunction interferes with mdl drug searching opportunities and was caused by a failed keypad. As a result, the keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.